Event description:
It was reported prior to an unknown procedure upon opening, packaging was found to be split and therefore unsterile. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4). The flex kit that was returned was visually examined. The header bag containing the kit had been opened and was partly cut and partly ripped open. The seal area of the bag was reconstructed with tape for visual inspection. All of the seal area was present and appeared to have evidence that complete seal had been present. The damage to the sealed end of the header bag was so damaged that it could not be verified if there was any underlying damage or split in that area of the bag. The remainder of the bag was visually checked and no other damage, cut, or split was found. The device kit was removed from the bag for visual check. The blue wraps were folded and bunched up as the wraps had been opened and then replaced. When the blue wraps were opened, a small piece of material that appeared to be from a glove was between the layers of wrap. The blue wraps had holes and rips that were consistent with the damage to the outer bag. No additional damage was found on the wraps. No conclusion could be reached on the complaint issue. Complaint could not be verified. Batch history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.